Event description:
It was reported that the user experienced a temporary loss of blood glucose readings on the ilet device while using a dexcom g7 continuous glucose monitor (cgm), which resolved without intervention, consistent with intermittent signal loss between the sensor and the ilet. No adverse clinical symptoms reported. Outcomes included no injury, no alerts or alarms, and no hospitalization. User support included customer education and troubleshooting regarding cgm-to-ilet connectivity and guidance to contact support if disconnection recurs. Investigation of this case revealed an intermittent communication disruption between the cgm sensor and the ilet without device malfunction observed once the connection was reestablished. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal interruption between the cgm and the ilet.

Manufacturer narrative:
Initial.